Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# v470263, implanted: (B)(6) 2010, explanted: (B)(6) 2018. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-may-2014, UDI#: (B)(4). (B)(4). Applies to the lead component. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a problem with the remote and could not raise the stimulation after synchronizing and it was first noticed the issue sometime over the weekend. It was suspected that the patient stimulation was turned off. The patient was instructed to connect with the antenna, which successfully occurred, and it was indicated that the patient's stimulation was turned off and set to program 1 at 3.5v. The stimulation was turned back on during the report. Furthermore, it was noted that the patient has not been getting very good relief for a little over a month, it was maybe sometime in (B)(6). She has been going to the bathroom more frequently. In addition, the patient noted she hasn't had any falls or trauma but she had a surgery in (B)(6) to replace her breast implants due to being a cancer survivor. There were no further complications or anticipations reported with this event. On (B)(6) 2018, additional information was received from the consumer and a manufacturer representative (rep) and the patient. The patient reported the device on their left side was not working right. The patient reported they could only use 2 of the settings. The patient stated when they tried to increase stimulation on the other 2 programs they would get the upper limit message and they were not able to increase past 0.0. The patient also reported when they would sit a certain way they felt a ¿shocking,¿ like stimulation was too high but if they stood up they didn¿t feel stimulation at all. The patient also reported the device was not helping them and they were going to the bathroom every hour. The patient wanted to meet with a rep and they were waiting on the rep¿s schedule from the health care physician (hcp) office. The patient called later, on the same day, reporting they needed their system checked as it was causing problems. The representative reported that they had spoken with the patient twice that day and the patient reported to the rep that it was causing them some pain. The rep suggested the patient turn the device off until they could meet with the patient. It was reported the meeting with the patient and rep was scheduled for (B)(6) 2018. There were no further complications reported/anticipated. On (B)(6) 2018 additional information received from the patient. The patient reported previous information. It was noted that the patient was currently is having issues with her device and it was shocking to her when she turns it on. She has the device currently off but would like to turn it back on and have it working properly. She stated that she has been working with the doctor on getting things resolved, because the rep in her area has been rude, won¿t help her, and isn¿t even offering assistance to the doctor. It was reported that the device on her left side was not working and she was going to the bathroom every hour because the device was turned off. If the patient drinks water she will be running to the bathroom. It was inquired if there was a different manufacturer representative (rep) she can work with because her rep can't see her till (B)(6). The patient said the rep toldher to asks the healthcare professional (hcp) if he can program the device and the hcp doesn't know how to program. On (B)(6) 2018, additional information received from the patient. The patient confirmed that the implantable neurostimulator (ins) she was referring to in her original complaint was with her left side stimulator. The patient reiterated that she had been receiving a shock from the device when she was in certain positions. The shocking started sometime earlier this year (2018). After the patient's initial report she had tried to change it to another program, but it only let her access programs 1 and 2, it wouldn't allow her to use programs 3 or 4. Pt says she called the hcp about this issue as well as the shocking sensation, and they eventually got her in touch with a rep. She says that this rep called her and he was very helpful. She got me in touch with a rep, he was a blessing, according to the patient. The patient met with rep and the hcp, they did an x-ray on her and found that the wires were all messed up. This was on (B)(6) 2018. The hcp instructed the patient to just use the right side stimulator and had a device replacement surgery on (B)(6) 2018. Both stimulators w ere taken out and replaced. When the patient was asked if the hcp knows why the lead wire broke and if there were any falls, the patient said no, but what she thinks they had put metal staples in when she had the implant on (B)(6) 2016. When she went to get the staples taken out, she believes a staple was left in. When she would turn on that side, she would jump up like she sat on a pin and the only thing she could think of was that a staple was left in and she told the hcp but he didn't think that was the case. She had an x-ray and she thought she saw a staple on it. The hcp said there was no staple, that she was seeing the wire. The patient noted that it eventually stopped hurting her but it turned into an itch. This was the early part of this year she thinks and the hcp didn't make an incision to correct it, he just moved it with his hands. The patient thinks when this happened, it messed up the wires. The patient confirmed that she was still talking about the left side stimulator and the right side stimulator was fine. There were no further complications or anticipations reported with this event. Regulatory report: (B)(4),us FDA - 1st component (ins/lead of the right).